Event description:
It was reported that in 2009 the patient was on the back of a motorcycle going 3 mph when the bike slipped and toppled over. The patient landed on her right hand and then her buttocks. The patient referred to as a "soft fall." Three months later the device ended up rubbing the skin raw. The patient felt like the device had moved up to the surface of the skin. She had her device replaced on (B)(6) 2010 and the physician put the device in the opposite side of her body, the left side.

Manufacturer narrative:
Product ID 3889-28, lot# v011018, serial#, implanted: 2006 (B)(6), explanted: 2010 (B)(6), product type lead, product ID 3037, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient. (B)(4).